Event description:
On 12/27/06, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter would not turn on. About 2 months ago, the pt noticed that the meter's display was fading. So, the pt purchased a new battery. While replacing the meter's battery, the pt dropped the meter which caused the casing to crack. After the meter trauma occurred, the device stopped powering on. The pt did not seek any assistance regarding the meter issue during that time and took his medications as prescribed . On 12/24/06, the patient developed symptoms of having shaky hands and did not feel good. He did not have symtpoms of exreme thirst or frequent urination. Based on the symptoms, the reporter took the pt to an emergency room (ER). The pt obtained a result of "370 mg/dl" in the ER using an unidentified device. The pt was treated with a pill of "glyburide" and subsequently released from the ER. The patient's symtpoms have since been relieved. This complaint is being reported due to the following conclusion: the reported meter was dropped. The meter's casing cracked and the device stopped powering on. Due to the meter issue, the pt did not test himself for 2 months. The pt developed symptoms of shaky hands and did not feel well. He obtained a result of "370 mg/dl" in an emergency room and was treated with an oral diabetic medication. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.